Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and there was no device malfunction with the sample returned it was determined that a reportable event had not occurred per 21 crf803.19.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezi0437 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by the nurse that a patient underwent surgical digestive disease surgery. On (B)(6) catheterization was conducted under ultrasound guidance. The placement location was on the basilic vein of the upper arm, and the placement process was successful. Subsequently, general nutrient solution was infused and during the infusion process, infiltration reportedly occurred at the puncture site. The reason of infiltration was unknown. The patient's own causes were excluded. The infused drug was a general crystalline drug and did not lead to damages, but the catheter was removed and a re-placement used.